Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference manufacturer contacted customer on 05/31/2016 in a follow-up call in order to ensure the customer's condition since the initial call; the customer did not have medical intervention since last call and no longer has symptoms. The customer is comfortable with the glucose readings from the new replacement product.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 160 to 180 mg/dl. The customer reported symptoms of headache, fatigue, sweating, and slow respiration. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/26/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference manufacturer contacted customer on (B)(6) 2016 in a follow-up call in order to ensure the customer's condition since the initial call; the customer did not have medical intervention since last call and no longer has symptoms. The customer is comfortable with the glucose readings from the new replacement product.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 160 to 180 mg/dl. The customer reported symptoms of headache, fatigue, sweating, and slow respiration. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/26/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).